Event description:
Report #2 of 2 for this event. It was reported this patient had a right reverse total shoulder arthroplasty revision procedure due to disassociation of the tray and torque screw components. Subsequently, four (4) months later, the patient was revised for the second time due to disassociation of the tray and torque screw components. It was reported the patient is okay after the revision. No additional information is available.